Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified diagonal branch and mid left anterior descending (lad) arteries. An unknown stent was implanted in the lad across the diagonal branch. A balance middleweight elite guide wire was advanced into the diagonal through the struts of the previously placed stent and the plain old balloon angioplasty (poba) was performed with an unknown balloon catheter. The balloon catheter was removed and, the guide wire was left in place. Angiography was performed and the results were good so it was decided to remove the guide wire. There was strong resistance felt removing the guide wire and when it was pulled into the lad it stuck and could not be removed. A non-abbott balloon catheter was advanced and as the catheter was being advanced, the guide wire was pulled back and the devices were removed from the anatomy; however, a dissection occurred in the circumflex artery. The dissection was sealed by implanting an unknown stent. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficult to remove reported from this lot. It should be noted that the ht balance middleweight elite instruction for use (IFU) states: use extreme caution when moving a guide wire through a non-endothelialized stent or through stent struts, into a bifurcated vessel. Use of this technique involves additional patient risks, including the risk that the wire may become caught on the stent strut. Based on the reviewed information, no product deficiency was identified.